Event description:
During a surgical procedure at the user facility, the core universal driver ran on its own without being activated. Backup equipment was used to complete the procedure. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Worn bearings, gritty gear train, corroded sockets and damaged flex assembly were discovered during analysis of the device.